Event description:
The MFR received info alleging a ventilator shut down while in use. There was no pt harm or injury. The device has yet to be returned to the MFR for eval. A follow up report will be filed when the investigation is complete.